Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 899.01232 mcg/day), bupivacaine (20 mg at 8.99012 mg/day), and unknown morphine drug (5.8 mg at 2.60714 mg/day) via an implantable pump for unknown indications for use. It was reported that the pump was not doing anything for their low back pain which was what they got the pump placed for. Additional information was received from a consumer (con) reporting that on sunday their personal therapy manager (ptm) "jacked" them of 2 bolus. They stated it said bolus rejected and so they went back to the screen to bolus and it had removed two boluses from their count. Patient stated this happened around 7pm and then it happened again this morning and took away one bolus and stated, "bolus rejected". Patient stated they did not know if there was a service code. Patient services (ps) reviewed programmed lockouts per the ptm bolus duration 4 minute lockout 2 hours dose restriction 1 every two hours max activation 9 per day. Patient then reported that ever since implant the pump had never helped and that they have had nothing but problems and thinking that they want to have the pump explanted. It was reported the patient was upset that they didn't tell her that the trial, they give you a mega dose and that her pain was at about a two and since implant her pain has been about a 6 or more. Ps reviewed mdt role and redirected patient to their healthcare provider (hcp). Additional information received from the healthcare provider via a clinical study indicated that the patient had a new pain underneath their pump. They described it as a sharp pain like someone is "stabbing" them. The pain was not always present. An increase in morphine by 0.5 mg per day was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had increased low back pain. Additional information received from the healthcare provider via a clinical study indicated that the patient was refilled with 0.6mg increase in bupivacaine. Additional information received from the healthcare provider via a clinical study indicated that the patient experienced a loss of pain relief from boluses. Additional information received from the healthcare provider via a clinical study indicated that the patient continued to experienced pain, an increase in morphine was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had 8/10 pain. An increase in morphine sc by 0.5mg/day was made. Additional information received from the healthcare provider via a clinical study indicated that the issue resolved. (B)(6) 2024 psr update (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that the patient had low back pain. (B)(6) 2024 psr update e1 (hcp, sdy); additional information received from the healthcare provider via a clinical study indicated that the pump was decreased and a pumpe xplant was ordered due to "syringe" that had expired.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the event was unresolved with no further action planned.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that due to some behavioral issue, the pump was turned to minimal flow rate. Therapy was restarted and an increase in morphine by .5mg was made.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that an increase in morphine by 0.5mg was made.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that patient's pain remained unmanaged. A bolus dosing increase by 10mcg fentanyl was made.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had persistent lower back pain.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that boluses were helpful. An increase in sc fentanyl by 100mcg was made.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump was unable to be refilled and the pump was programmed to minimal flow.